Event description:
The event is reported as: alleged complaint: it was impossible to release correctly the staples because they went out asymmetrically. Issue was reported during pt use. No staples fell into the pt. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.